Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully and the final mr was grade 2-3. In (B)(6) 2025, the patient returned symptomatic with symptoms of heart failure. During the transthoracic echocardiogram (tte) it was determined that the mitraclip had moved slightly but remained stable on the leaflets. The mr was grade 4. It was reported that on (B)(6) 2025, the patient presented with grade 4 degenerative mr for a secondary mitraclip procedure. During the procedure, a second mitraclip was implanted successfully to stabilize the initial clip. The final mr was grade 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported partial clip movement and heart failure were unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.